Event description:
A nurse at the user facility reports that foreign material was noted on the intraocular lens after implantation. The incision was enlarged to accomodate removal of the lens and a suture was needed to seal the incision. Additional information has been requested.